Event description:
Event description guidant received information that during a bi-ventricular implant procedure, the patient could not be induced with the shock-on-t-wave feature and the physician had to use fib high to induce the patient. The first induced rhythm was not detected by the ICD as it was below the programmed rate cut-off. The rate cut-off was lowered and the patient was reinduced. The rhythm was not detected by the ICD . The patient's blood pressure did not return to normal and they died. It was alleged by the physician that the patient's death was caused by the ICD.